Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece for analysis. Electrical testing, visual inspection and x-ray examination of the lead did not find any anomalies except for procedural damages.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the lead exhibited failure to capture. The lead was not used and replaced. The patient was discharged. The condition of the patient is unknown.